Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, excessive no delivery and button error from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer's current blood glucose is 589 mg/dl. The customer stated that she started having problems after she changed out her site. The customer had to press around the edges for the keypad to work. The customer reported the no delivery was resolved by a complete set change. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and down arrow buttons due to flattened button dome switches. No unlocked lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to button keypad anomaly. The insulin pump had minor scratched display window.